Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) levels were elevated 500 (mg/dl) with high ketones. Manual insulin injections were used to address the bg level. After the contact changed the cartridge, infusion set and insulin, another occlusion alarm was received on (B)(6) 2016. The customer was admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis (dka) and a bg level of 400 mg/dl. The customer was treated with an intravenous (IV) insulin drip and IV fluids with potassium. The customer was discharged on (B)(6) 2016; the high bg and dka were resolved. The customer was disconnected from the pump until the follow-up appointment with the healthcare provider.